Event description:
It was reported that a peritoneal dialysis registered nurse (pdrn) discovered a fluid leak on the inside of the cassette door of their cycler after ending the patient's training pd treatment session. The pdrn reported receiving a draining slowly alarm during an unknown drain phase of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid did come in contact with cycler. The pdrn was advised to discontinue the use of their cycler. A new cycler was issued to the patient. Upon follow up, the pdrn confirmed the reported fluid leak event. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is currently being trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, however stated the patient skipped the remainder of peritoneal dialysis treatment in the absence of the cycler. The pdrn confirmed that the clinic has received the replacement cycler but has not had a chance to use it yet. The pdrn confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation, however, the old cycler is available to be picked up and returned.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the clinic for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis registered nurse (pdrn) discovered a fluid leak on the inside of the cassette door of their cycler after ending the patient's training pd treatment session. The pdrn reported receiving a draining slowly alarm during an unknown drain phase of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid did come in contact with cycler. The pdrn was advised to discontinue the use of their cycler. A new cycler was issued to the patient. Upon follow up, the pdrn confirmed the reported fluid leak event. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is currently being trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, however stated the patient skipped the remainder of peritoneal dialysis treatment in the absence of the cycler. The pdrn confirmed that the clinic has received the replacement cycler but has not had a chance to use it yet. The pdrn confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation, however, the old cycler is available to be picked up and returned.